Manufacturer narrative:
Arjo was notified about an event involving arjo maxi move passive floor lift and passive clip sling (maa2000m). The customer stated that during transfer from a bed to armchair the sling clip detached from the lift. As a consequence of the event the patient fell out from the device on the floor and sustained excoriation to the scull and clavicle fracture. Arjo service technician visited the customer facility after the event to perform a device and sling inspection. No malfunction with the lift was found. The sling inspection revealed that clips were deformed due to sanitization process. During interview, the customer stated that external company washed the slings. The customer washed the slings with ozone. The sanitization process was not performed according to instruction for use. The passive sling clip instruction for use contains information of how to clean and disinfect the sling. The product instruction for use (04.sc.00) states : ¿the only allowed disinfection is disinfection by washing.¿ the IFU indicates also to not wash with rough surfaces or sharp objects, do not steam, do not use any mechanical pressure, pressing or rolling, do not use bleach, gas sterilisation, autoclave, do not dry clean or ironing¿. Before every use the sling shall be inspected to ensure the sling does not show any signs of damage: ¿the expected life of the sling is dependent on the actual use condition. Therefore, before use, always make sure that the sling does not show signs of frying, tearing or other damage and that there is no damage (i.e. Cracking, bending, breaking). If any such damage is observed, do not use the sling¿. To sum up, arjo floor lift and clip sling were used as a system for a patient transfer when the resident fell out of the device. The clip detached and from that perspective system did not meet its performance specification. We decided to report this complaint to the competent authorities due to the clip detachment during use and serious injury occurrence.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that during patient transfer from a bed to an armchair the sling clip detached. As a consequence of the event the patient fell out from the sling and sustained excoriation to the scull and fracture of the patient's clavicle.